Manufacturer narrative:
The reported event of dislodgement was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination noted the inner coil was overtorqued at the connector region and all the filars was broken, consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix..

Event description:
It was reported that on (B)(6) 2023, during an implant, the atrial lead was repositioned several times, but continues to dislodge. It was noticed that the helix would not extend nor retract. The lead was not used. The patient was stable.